Event description:
With the needle still in the space, the doctor attempted to adjust the catheter by pulling it back, and encountered more resistance before that resistance was relieved. Upon removing the catheter and needle, it was discovered that approximately 6.5cm of the catheter had broken off and was retained in the patient. Manufacturer response (per site reporter): the manufacturer is following-up in regards to their own questions about the event.